Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the pump requested a minimum notification after filling the cartridge with insulin during the load process. The customer stated that blood glucose was not tested but would be in the 200-300s mg-dl. No troubleshooting was performed the customer ended the call.